Manufacturer narrative:
A visual examination of the device revealed the device to be without issue. A functional evaluation was performed by attempting to pass a guidewire through the delivery system. The guidewire would not pass through the barbed connector from either direction. The device was disassembled and the barbed connector was found to be fully occluded with adhesive on the threaded end of the connector. The adhesive is placed on the barbed connector during the manufacturing assembly process, therefore the most probable root cause is manufacturing a lot history search was performed and found no other complaints against lot number 14252995. A lot history search was performed and found no other complaints against lot number 14252995.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the charge nurse reported that they were not able to track the push peg over the guidewire. The problem occurred outside the patient. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the charge nurse reported that they were not able to track the push peg over the guidewire. The problem occurred outside the patient. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.